Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose dropped to 30 mg/dl after their continuous glucose monitor (cgm) had been disconnected for several hours and they forgot to start a new sensor, resulting in an untreated overnight low; oral glucose was used for treatment, and troubleshooting and education were completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.